Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and leak testing were performed. During the leak testing a leak was identified at the bottom of the chamber. Upon closer inspection it was identified that the leak was coming from a crack. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink solution set leaked below the chamber during priming. There was no patient involvement. No additional information is available.